Event description:
During attempt by rn to prime the tubing after the IV bag was spiked, no fluid would flow through the tubing. All clamps were opened and still unable to prime. Another IV tubing was opened with same lot number, and again unable to prime the tubing. Multiple IV tubings with same lot numbers would not prime. IV tubing with same lot numbers were removed from the shelf.